Event description:
It was reported that the patient experienced acute pain with the implantable neurostimulator (ins) while the stimulation was turned on. This occurred after the patient met with the health care professional and the device was manipulated. The pain was described as gas pain in the front pubic area. The patient had a bilateral implant and has had one device removed. She was planning to remove the second device sometime in (B)(6) 2012. The implanted ins was on program 2 at 1.0 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot # v012523, implanted: (B)(6) 2007, product type lead; product ID 3093-28, lot # v005692, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), product type programmer; patient product ID (B)(4) , serial # (B)(4), product type programmer; patient product ID (B)(4) , serial # (B)(4), implanted: (B)(4) 2007, product type implantable neurostimulator.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# v005692, implanted: (B)(6) 2006, product type lead; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional review determined that the information previously reported in this MDR only applies to MFR. Rep. # 3004209178-2012-04435, where it was also reported. The neurostimulator in this report had been removed before the reported event for an unknown reason.